Event description:
Additional information received noted that the lead design was not suspected as a culprit for pleural placement. The lead was new and not suspected of failing.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the extravasicular lead. Analysis of the device memory indicated the impedance trend of the extravascular pacing lead was variable. Analysis of the device memory indicated noise. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following implant, the extravascular (ev) lead experienced oversensing of artifacts when the patient was being transferred from the operating table to the hospital bed. It was noted that ring 1 impedances were fluctuating so the device was left with ventricular fibrillation (vf) detection on and therapies off. Post-implant check three hours later showed four non-sustained ventricular tachycardia episodes of noise with continued variable impedances. Therefore, only noise timeout was switched off. It was noted that the lead was placed inside a second tunneling during implant, as the first positioning on the left edge of the sternum showed the lead slowly moving in a lateral direction during breathing. The next day a chest x-ray was performed in which the lead was found to be in the pleura. The ev lead was explanted and replaced closer to the midline. Intermittent p-wave oversensing was observed with the replacement lead. The patient was checked the next day and noted a bit of pain around the incision site. The new ev lead remains in use. No further patient complications have been reported as a result of this event. Additional information received noted that the lead design was not suspected as a culprit for pleural placement. The lead was new and not suspected of failing. It was further reported that the patient was seen in clinic approximately two months post implant and all measurements were acceptable. The patient experienced continued sharp pain in the upper left and right chest that was worse upon inspiration. It was noted that the overall frequency of the pain was reducing and was likely due to irritation following the procedure or possibly nerve irritation/neuropathic pain. The patient was treated with a neuropathic modulator for the pain. It was also noted that the patient was not concerned or bother by the pain.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following implant, the extravascular (ev) lead experienced oversensing of artifacts when the patient was being transferred from the operating table to the hospital bed. It was noted that ring 1 impedances were fluctuating so the device was left with ventricular fibrillation (vf) detection on and therapies off. Post-implant check three hours later showed four non-sustained ventricular tachycardia episodes of noise with continued variable impedances; therefore only noise timeout was switched off. It wasnoted that the lead was placed inside a second tunneling during implant, as the first positioning on the left edge of the sternum showed the lead slowly moving in a lateral direction during breathing. The next day a chest x-ray was performed in which the lead was found to be in the pleura. The ev lead was explanted and replaced closer to the midline. Intermittent p-wave oversensing was observed with the replacement lead. The patient was checked the next day and noted a bit of pain around the incision site. The new ev lead remains in use. No further patient complications have been reported as a result of this event.